Event description:
It was reported that a continu-flo solution set was leaking with an unspecified solution. This was observed during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on february 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.